Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product type: lead. Product ID: 3889-28, implanted: (B)(6) 2015, explanted: (B)(6) 2018, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw their primary care physician (pcp) for their pain and was referred to a podiatrist who indicated it was sciatica causing the pain in their legs and toes (causing toes to move weird). The patient had met with the manufacturer¿s representative (in (B)(6) 2017) for a programming session. During the session, the patient noticed their foot ¿hopping around¿ with the programming. The patient was told the lead and ins needed to be moved from the right side to the left side due to the sciatica pain. A revision was then performed on (B)(6) 2018. During the revision procedure the patient was awake and heard the healthcare professional (hcp) and representative discussing the ins needed to be moved to the other side. It was alleged the doctor was going to move it but the representative told them it did not need to be moved to the other side. The patient alleged that after the surgery during programming, they said the ins was supposed to be moved and got a response of ¿oh¿. After the anesthesia wore off, the patient stated they noticed the pain was worse than ever. It was alleged the representative called the hcp¿s office and told them they forgot the ins was supposed to be moved to the other side. Another revision appointment was scheduled but the patient¿s insurance would not cover it. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that they were notified of the patient¿s desire to move the device to the other side on (B)(6) 2018. They did an impedance check on the patient¿s device prior to the revision but they could not remember if there were any issues with the device. The representative reduced the pulse widths to 60 and they told the patient the ideal stimulation location was in the vaginal area. At that time, the patient stated they felt the stimulation in the vaginal area so it was assumed they were good to go. About 3 weeks later, the representative was informed that the doctor was going to do a lead revision and they did not know they were moving the device to the other side. During the procedure, the physician asked the representative if they could use the same pocket and they responded yes. It was noted that both the lead and device were replaced to reduce infection and to extend battery life. The representative reprogrammed the patient after the procedure and they did not complain of any pain and was ¿feeling the stress perfectly¿. It was at that time the patient asked the representative why the device was not moved to the other side. The patient was directed to talk with their physician regarding the issue. The representative also informed the patient¿s physician about the issue and the doctor said they would talk to the patient.